Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the ck1, ck3 and ck4 with 2 vials of juvéderm® voluma¿ with lidocaine, "patient presented repeated infiltrations with voluma¿ and volux¿. After the infiltrations, the patient developed recurrent localized inflammatory episodes in the left malar region. Also, a tumor on the left side cheek." The episodes have responded partially to corticosteroid dacortin, claritromicina, cyprofloxacin therapy, bilasten 20mg, dymista, omalizumab. At present, the patient has developed a new inflammatory episode. The event is ongoing.